Manufacturer narrative:
On 10/15/2019, mentor received an update on the events submitted in the initial report. It was reported that the patient had been experience postoperative pain and firmness on their right side. The patient was diagnosed with right-sided capsular contracture baker grade IV. Additionally, the patient reported experiencing rashes and arthritis. This report is for the patient's right-sided device. Reason for device explant and/or reoperation: rupture, capsular contracture, and generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with a 500cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The diagnosis was confirmed via MRI. As a result, the patient¿s impacted device was explanted on (B)(6) 2019.